Manufacturer narrative:
The product analysis indicates the bearings were worn and the laser markings had faded. The device was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial evaluation of the device indicates that it overheated. The temperature exceeded recommended limits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This is a loaner device. Upon return, loaner devices are evaluated. Medtronic (B)(4)service and repair reported that during evaluation it was discovered that the attachment overheated. There was no patient involvement.